Event description:
In 2002 the end-user called medtronic minimed, USA for assistance on their pump following hospitalization and stated that they discovered a leak in the tubing at the connection. In 2002 maersk medical a/s received the complaint. The incident took place in USA.